Event description:
The customer reported that their unicel dxi 800 access immunoassay system produced two erroneous elevated troponin I (accutni) results. The result of the patient one was within the risk stratification range and a result of patient two was above the acute myocardial infraction (ami) cutoff of the assay. The erroneous results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The sample collection device and centrifugation information have not been supplied to date. The qc, system check, and service information have not been supplied to date for this event. Repeat testing of the patient one sample re-produced the elevated patient results while repeat testing on an alternate methodology produced lower results that were discordant to the access results. Repeat testing of patient two re-produced results that were elevated within the risk stratification range but were outside of labeled accutni assay precision claims a definitive root cause for this event has not been determined to date.

Manufacturer narrative:
This event is related to the event reported in MDR #2122870-2011-06322.